Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator submitted log files for review on (B)(6) 2026. They also stated that they had to provide the patient with two system controllers. Upon review, log files captured emergency backup battery (ebb) fault alarms on (B)(6) 2026. It also appeared that a system controller was exchanged which correlated to the time of the alarms. The vad device appeared to be functioning as intended before the controller was exchanged. Further review of log files on (B)(6) 2026 also captured a driveline disconnect event followed by a driveline reconnect event on (B)(6) 2026, before the final driveline disconnect when the system controller was exchanged. The cause of these events was unknown. It was later confirmed by the vad coordinator on (B)(6) 2026 that the patient had changed to their backup system controller due to a "replace backup battery" ebb fault advisory alarm on their primary controller. After arriving at the clinic, the patient's backup controller was also found to have the same alarm. It was reported that the date was appropriately set and not expired based on the manufacturing date. Both controllers were removed from the patient's use.